Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint and determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre reader were reviewed, and the dhrs showed the libre reader passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An alarm issue was reported with the adc freestyle libre 2 reader. Customer reported the low glucose alarm did not sound and they experienced loss of consciousness. No treatment was required. There was no report of death or permanent injury associated with this event.

Event description:
An alarm issue was reported with the adc freestyle libre 2 reader. Customer reported the low glucose alarm did not sound and they experienced loss of consciousness. No treatment was required. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Reader (B)(6) has been returned and investigated. Visually inspected the returned reader and no issues were observed. The isf (interstitial fluid) log was attempted to download using approved software. An analysis of the glucose value graph was performed. The data was overridden due to customer was still using the reader. An extended investigation was further performed. Visually inspected the returned reader and no issues were observed. The isf (interstitial fluid) log was downloaded using approved software. An analysis of the glucose value graph was performed and all alarms presented were for glucose values below and above of the threshold range. Therefore, issue is not confirmed all pertinent information available to abbott diabetes care has been submitted.